Event description:
Called by nuclear medicine technician that the orbitor assenbly was frozen in postition. When an attempt was made to manually reposition the orbitor assembly, the head of the unit snapped and the head free fell to the bottom of the arc (position). Had a patient been under the unit at that time, the would have been curshed causing serious injury or possibly killing themdevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: manufacturer. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: computer hardware problem, end of life - premature, material degradation/deterioration, motor. Conclusion: device failed just prior to use, device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service. The device was not destroyed/disposed of.